Event description:
It is reported by the patient's attorney that the device was implanted in 2006, and that the patient was revised in 2008, due to a fracture between the proximal body and distal stem.

Manufacturer narrative:
Evaluation summary: possibly, the stem fracture occurred at the junction with the body component by fretting fatigue. However, this cannot be confirmed since the device or x-rays were not returned for evaluation. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive pt activity, weight, and/or lack of proximal support are involved. None of these factors are known for this case. Consequently, a definitive reason for the fracture can not be determined at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.